Manufacturer narrative:
Follow-up #1 date of submission 10/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/24/2013 with the following findings:investigation revealed moisture in the display screen. Moisture and corrosion were detected on all internal surfaces within the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. The reporter alleged that, after swimming, the display appeared cloudy with visible moisture under the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.